Event description:
The affiliate reported the customer alleged false positive troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni assay utilized in conjunction with the unicel dxc 600i synchron access clinical system and access accutni calibrator. An initial result of 14 ug/l was obtained. A reanalysis of the patient¿s un-centrifuged sample, in duplicates, on the same instrument, produced lower results of 0.00 ug/l, which were within the normal reference interval. The erroneous result was released out of the laboratory and questioned by the physician as the value did not correlate with the patient¿s clinical status. An amended result of <0.01 ug/l was reported to the physician. There was no report of patient injury or change in patient treatment associated with this event. Quality control (qc), system check, and calibration were within the laboratory¿s specifications at the time of the event. The primary serum sample was a full collection and clear in appearance.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. A definitive cause of the incident is unknown.